Manufacturer narrative:
(B)(4). External insulation abrasions were noted at 38.7-38.8cm and 39.0-39.3cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.